Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the distal end light guide fiber glass was worn due to a component failure of the distal end cover glass. The distal end cover glass failure was a mechanical problem; however, the cause of the failure could not be determined. The most likely cause was some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited wear on the distal end light guide fiber glass. There was no patient involvement.